Manufacturer narrative:
The device was not available for return. Therefore, a no product return engineering evaluation was performed . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv moves on balloon was unable to be confirmed as neither device nor applicable imagery was provided for evaluation . Due to the unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. A lot history review was performed and revealed no other complaints relating to this event. A product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc) was identified as a possible cause of valve movement on balloon. Per the complaint description, during deployment, 'patient who underwent an off-label valve in ring implant of a 29mm sapien 3 valve into a 34mm sorin memo 3d, in mitral position by transseptal approach. When retrieving pusher catheter, slight (less than 3mm) offset of valve from distal position marker occurred due to compression force.' As suggested by the pra, if the patient anatomy is tortuous and operators apply torque to the system, high tension may be introduced. It is likely that the proximal valve movement during flex tip retraction was a result of the high tension relieved off the system, causing the valve to be mispositioned prior to deployment. As such, available information suggests that patient factors (tortuosity) and procedural factors (device torquing/flexing) likely contributed to the event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. However, a pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks and a CAPA was previously initiated to document the investigation and drive corrective/preventive actions as appropriate. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Correction to h10: the investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06780.

Event description:
Edwards received notification from our affiliate in (B)(6). A patient who underwent valve in ring implant of a 29mm sapien 3 valve into a 34mm non-edwards annuloplasty ring, in mitral position by transseptal approach. A small paravalvular component was visible on tee before procedure and high central insufficiency. Standard cannulation of mitral with help of agilis catheter and positioning of safari wire. A septal puncture was posterior and inferior, septostomy with 12mm balloon. Valve alignment was performed at vena cava and cannulation into mitral. When, retrieving pusher catheter, slight (less than 3mm) offset of valve from distal position marker occurred due to compression force. Positioning of valve and implantation with 180 bpm rapid pacing. Just distal opening of balloon and shifting of valve towards proximal part. By pushing catheter forward the valve was positioned 60% left atrium (la) and 40% left ventricle (lv). After implantation, central component was visible most likely due to not immobilized anterior mitral leaflet (aml). According the physician, it seemed that the s3 valve was positioned too much towards la, therefore, the aml was still working and looked that it clapped into the s3 from lv side. Physician mentioned a huge paravalvular component with hole of 2.5cm. The valve was post dilated with 2ml added volume. Paravalvular insufficiency still grade iii and central leak was grade I or ii. By stable hemodynamic condition, the decision was not to treat more at that moment. The patient will by observed on imc and the surgeons discussed a surgical bioprosthesis in mitral position.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complications associated with the transcatheter mitral valve replacement (tmvr ) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium, bulky or severe calcification, an elliptical landing zone and valve under-sizing.central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, overhanging native valve leaflet and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, the cause of the malposition was likely due to patient and procedure related factors( the valve was offset from distal position). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.